Manufacturer narrative:
One device was received for evaluation. A review of the event history verified the reported problem. Functional testing was able to duplicate the error code. It was determined that the root cause was a possible backup capacitor. The backup capacitor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device exhibited last error code 1720. There was no patient involvement.